Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had error 120.4610 in the error logs pcu8015 sn (B)(4), he was not able to duplicate the error after recycle power. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I advised (B)(6) low battery could have been the cause of the malfunction. The error may have been addressed by charging the battery. (B)(6) will complete the pm/test on the pcu and put the unit back in circulation.